Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and high capture were observed. A lead dislodgement was suspected. The lead will be repositioned.